Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, motion sensor test failure, excessive no delivery alarms and motor error from the insulin pump. The customer's blood glucose reading was 406 mg/dl. The customer stated that she initially received a no delivery alarm. The customer stated that while dealing with the no delivery, she received a motion sensor test failure alarm. The customer stated that she reset her settings and the pump still alarmed. The customer was assisted in performing the displacement test. The customer stated that the pump alarmed motion sensor test failure. The customer was advised that the pump will need to be replaced.